Event description:
Boston scientific received information that high out of range right ventricular (rv) pacing impedance measurements were observed at the follow-up in (B)(6) 2011. All other measurements were normal, and a x-ray did not reveal lead dislodgement. The decision was made to program the system to left ventricle (lv) stimulation only, and to follow-up with patient a few weeks later. The patient, however, did not show up for appointment. This patient was again followed-up in (B)(6) 2012, which still revealed high out of range pacing impedance measurements. Technical services (ts) has been contacted to discuss how to proceed with this patient. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that no revision procedure will be performed due to the patient's age. It was also noted the patient was progressing well, and being treated with resynchronization.